Event description:
The complainant reported that a patient was implanted with an impella 5.5 via the aorta for mechanical circulatory support. On the first day of support, it was reported that the patient was transferred to receive a computed tomography (CT) scan for imaging of the patient¿s head and chest. During transport, it was reported that the impella was inadvertently pulled out of the ventricle. It was observed on the CT scan that the pump was located in the aorta. The patient was transferred to the operating room to attempt to advance the pump back into the left ventricle, however attempts were unsuccessful. The decision was made to explant the pump. It was noted that the patient¿s hemodynamics were stable. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: no product returned. Device in wrong position: the cause of the positioning issue was use related to patient movement as the pump came out of position after transferring the patient to CT (computed tomography) scan. Device history review: device passed all post sterile inspection checks.